Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 129 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.